Event description:
Customer reported pt undergoing treatment with an ohmeda spot phototherapy light received a burn after being under the phototherapy light for 14 hours. An olympic phototherapy light was also in use.